Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after meeting release criteria. After waking from the procedure, the patient was alert and oriented, however soon became unresponsive. Cardiopulmonary resuscitation was performed and the patient became responsive. It was then determined that the closure device had become dislodged and was in the left ventricle. The patient was transferred to surgery and the closure device was surgically removed and the laa ligated. The next day the patient was awake and recovering.

Manufacturer narrative:
E4 updated - medwatch reference number: mw5117587.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after meeting release criteria. After waking from the procedure, the patient was alert and oriented, however soon became unresponsive. Cardiopulmonary resuscitation was performed and the patient became responsive. It was then determined that the closure device had become dislodged and was in the left ventricle. The patient was transferred to surgery and the closure device was surgically removed and the laa ligated. The next day the patient was awake and recovering.